Manufacturer narrative:
Investigation efforts determined the patient was last seen for a pacemaker clinical follow-up approximately two months prior to the date of death, at which time the clinical information stated the product was "working normal". The patient was then seen by another physician of unknown specialty, two days prior to death; however, no information regarding this visit was received. Boston scientific legal department confirmed the letter was a class action communication authorized by the (B)(4) and did involve this device family. Should further information be received, a follow-up report will be submitted.

Event description:
Boston scientific received information that the patient with this device expired over two years ago. It's recently been alleged the implanted pacemaker malfunctioned and the family inquired what the company could do, or provide. They stated a letter had been received informing them the implanted product was defective. A family member contacted their local medical facility, at which time a call was placed to boston scientific internal technical services for further details regarding this letter. Technical services confirmed the model serial of this case had not been impacted by advisory or recalls and questioned if the letter was due to a (B)(4) class action suit. The device was not explanted prior to burial and no autopsy performed. Additionally, no cause of death was communicated and a review of boston scientific's internal investigation history records, revealed no existing events with this device.